Event description:
Patient underwent a right and left heart catheterization on (B)(6) 2016. Following the right and left heart catheterizations, the patient was injected with contrast for an aortogram. After the contrast was injected, the patient's heart rate and blood pressure dropped and the patient became unresponsive. CT of the head performed after returning to the ICU revealed several small areas of pneumocephalus in the frontal lobes.